Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of the cartridge alarm and arranged for a replacement of the pump due to a malfunction issue, as it had not been previously reported with this serial number. No additional case details were provided.